Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting pacing impedance measurements less than 200 ohms. Additionally, intermittent noise was observed during isometrics which resulted in some oversensing but no inappropriate therapy was noted. No adverse patient effects were reported.

Event description:
Additional information was received that a procedure occurred to surgically abandon and replace this lead. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and recommended a chest x-ray. The caller stated the patient is doing fine now but a revision is likely to occur in the future. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.